Event description:
I had bilateral johnson & johnson mentor memorygel smooth round ultra high profile breast implants put it on (B)(6) 2017 as reconstruction after breast cancer. I began experiencing breast implant illness symptoms almost immediately, with more symptoms since. Rashes and skin problems, memory, concentration problems, brain fog, headaches, sleep disturbance, heat intolerance, vertigo and dizziness, dark under-eye circles, easier bruising. I am consulting with surgeons now to have the implants removed. FDA safety report ID #(B)(4).